Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The reported meter (B)(4) was returned and tested. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.

Event description:
A technician at a dialysis center reported that on (B)(6) 2011 a customer received an ER-2 message on the display of his precision xtra blood glucose meter. Caller further reported customer subsequently experienced diaphoresis. Customer was diagnosed with hypoglycemia and treated with an intravenous infusion of dextrose (d50). Customer additionally self-treated with cranberry juice. There was no report of death or permanent injury associated with this event.